Event description:
Reporter indicated that the patient underwent a prophlactic battery replacement. On the implant card the reporter indicated that the patient was experiencing an increase in seizures. The relationship between the increase in seizures and vns therapy is unknown. All attempts for more information have been unsuccessful.